Manufacturer narrative:
(B)(6). (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that needle and hub on a bd emerald¿ 5ml luer slip syringe with needle was found ¿stained with white glue.¿ there was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation results: bd bawal received 12 samples from the customer facility for investigation. Customer returned samples & photograph showed the evidences of white substance on the cannula of needle as foreign matter. The team reviewed the customer return samples and confirmed that foreign matter present on cannula of needle is white in color. Fourier-transform infrared spectroscopy found the matter to be epoxy. 200 retention samples of lot# 17l0471 had been visually inspected, all samples found in good condition with no foreign matter on needle of syringe. Although these loose particles can be probably added during the needle manufacturing process. The exact root cause could not be identified. As the needles are imported from bd tuas, hence need to investigate bd tuas process. Samples were sent to bd tuas plant for further investigation. Bd tuas received samples and ftir analysis was performed on the white fm on the cannula. It was found to be epoxy. Based on the inspection the fm did not pass the acceptance criteria. The actual and representative samples were measured on the epoxy on the cannula and inspection results for all samples are passed. The complaint history for the lot# 17l0471 was reviewed and no complaint was recorded for the reported defect ¿foreign matter. Dhf was reviewed for the product test. The entire routing test for reported lot found within the specification limit. No discrepancy was reported and recorded in DHR in customer reported lot # 17l0471. Log sheet ¿ minor stoppage, cutter jamming problem, cutter changed stoppage is recorded in primary packaging during manufacturing of lot #17l0471. Stoppages ¿ barrel printing problem, silicon spray problem and needle loading problem is recorded in printing & assembly machine during manufacturing of lot# 17l0471. During the manufacturing of lot# 17l0471 22g x 1.25¿ needles (catalog# b00127sgt) from batch 7241056 were consumed. As per lot manufacturing records, no similar defect was reported during inspection incoming quality for 22g x 1.25¿ needle batch# 7241056 and assembly operations. The root cause was determined to be rack topple which resulted in hypodermic needle to touch the epoxy from other parts on other racks. Additional training has been performed for this issue. Based on severity and occurrence, it was determined that no corrective action is required.